Event description:
It was reported the length of the drill was not correct. The issue was detected in the hospital. There was no patient involvement. The devices were not used.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.